Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 16 occurred with multiple cartridges. As a result of this issue, customer's blood glucose (bg) level was 503 mg/dl. High bg was addressed with a manual correction injection. A cartridge change was performed to resolve the issue.